Manufacturer narrative:
H11: this supplemental report is being submitted to clarify that the field action was initiated on the capital equipment (venclose¿ digirf¿ generator), not on the disposable catheter referenced in the initial report. The catheter was not the subject of the recall. The recall information and associated z-number previously included in the initial MDR are being removed as they do not apply to this device. Manufacturer report numbers for the generator involved in the field action are 3011879048-2025-00076 through 3011879048-2025-00091. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a radio frequency ablation procedure using the venclose catheter. During the procedure, the generator screen displayed a red x when the catheter was plugged in. There was no reported patient injury.

Manufacturer narrative:
H11: the physical device was not returned, and no photographs or other objective evidence were provided for evaluation. As a result, the investigation could not confirm the reported failure, and no definitive root cause could be determined. A voluntary field action ¿ field work (service at customer location) ¿ has been initiated for venclose¿ rf ablation catheters. Software version 3.35 of the venclose¿ digirf¿ generator includes a self-check feature intended to identify internal wiring issues in venclose¿ rf ablation catheters. This check runs after the catheter is connected to the generator and before the procedure screen appears. If the catheter fails this check, the generator displays a ¿red x¿ without an error code, rendering the catheter unusable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a radio frequency ablation procedure using the venclose catheter. During the procedure, the generator screen displayed a red x when the catheter was plugged in. There was no reported patient injury.